Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2018, product type: lead; product ID: 977a275, serial# (B)(4), implanted: (B)(4) 2018, product type: lead; product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2018, product type: lead; product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 08-mar-2022, UDI#: (B)(4); product ID: 977a275, serial/lot #: (B)(4), ubd: 08-mar-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain via a manufacturer¿s representative (rep). The rep reported that the patient was having coverage while sitting but when she stood, it goes from her pelvis to her legs. The rep noted that the patient fell 3 weeks ago and again 2 days ago as a factor that could have led to the issue. The rep reported that the patient set up an appointment to get x-rays. The rep reported that the impedances and connectivity were green. Additional information was received from the rep on 2019-03-07. The rep reported that the cause of the therapy coverage changing was that the x-rays confirmed the leads had moved down. The rep reported that they tried to reprogram the patient several times. The rep reported that the patient needed a certain program while sitting and a certain program while standing. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. It was reported a lead revision took place. No further complications were reported/anticipated.